Manufacturer narrative:
This complaint of a subcutaneous leak is confirmed. The split site found on the tubing contains characteristics associated with burst trauma secondary to over- pressurization. However, the exact mechanism of damage is undetermined at this time. It appears infusion pressures have exceeded the burst strength of the catheter tubing. The device had been in place for approximately 600 days, prior to the complaint incident. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Subcutaneous leakage due to the split of the catheter. The patient was administered a lot of high calorie fluid infusion and blood derivatives. The device was inserted through the right subclavian vein. The indwelling period was 600 days.